Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure when trying to suture down the lead; the physician noted the suture sleeve was missing. The lead was not used and a new lead was implanted. No patient symptoms were reported.